Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al7019 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle disassembled from the suture when it passed through tissue. There were no adverse patient consequences reported.